Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device had jaw issue and difficult/impossible to open. Also, it was partially opened. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had jaw issue and difficult/impossible to open. Also, it was partially opened. The jaw can open a little bit (abnormal when compare with normal) which the tissue can just leave the jaw. It happened on a tissue bundle around 4-5mm thick. They changed with a like device to complete the procedure. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. The jaws opened and closed normally. The knife cutting mechanism tested satisfactory. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. The jaws opened and closed normally. The knife cutting mechanism tested satisfactory. The investigation found the device to function normally and within specifications.